Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown m2a cup-unknown. Unknown-unknown m2a stem-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01763. 0001825034 - 2020 - 01765. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient is experiencing unknown issues post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected : updated: g4; h2; h3; h6. Reported event was confirmed via reviewed medical records and radiographs by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing for items 157450 and 139256. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). D11: us157856-m2a-magnum pf cup 56odx50id-125120. 139256-m2a-magnum 42-50 tpr insrt std-396420. X180312-bi-metric/x por nc 12x140-637830.

Event description:
It was reported patient underwent a revision surgery approximately 12 years post implantation due to pain, in-vivo corrosion, metallosis, pseudotumor, necrosis, and implant loosening. During the procedure the taper and bearing surface of the femoral head had evidence of corrosion. Necrotic tissue around the rim of the acetabulum. There was gross malposition and loosening of the acetabular component, was able to be extracted with no additional osteotome or bone loss. Attempts have been made and additional information on the reported event is unavailable at this time.